Event description:
It was reported that a jamshidi bone marrow tray contained a hair inside one of the sterile bone marrow biopsy kits. No injuries or adverse events occurred. Only one kit was affected, and no sample is available for return as the practitioner discarded the kit and opened a new one before taking a photo.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001610926 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Awareness training was conducted with the finished goods packaging team in response to this incident. G4: PMA/510(k): k171531; k813338. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. The device has not been returned. The investigation is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a jamshidi bone marrow tray contained a hair inside one of the sterile bone marrow biopsy kits. No injuries or adverse events occurred. Only one kit was affected, and no sample is available for return as the practitioner discarded the kit and opened a new one before taking a photo.